Event description:
It was reported that customer received a motor error alarm. Insulin pump will be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test and alarmed for a compromised force sensor system during the basic occlusion test due to a protruded and loose drive support disk. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot, cracked reservoir tube lip, and a cracked reservoir tube. No motor error alarm was noted. No alarm for a motor position encoder error could be verified due to the constant alarms for a compromised force sensor system.